Event description:
It was reported that the patient had a loss of therapeutic effect following a fall down the basement stairs. It was indicated that it didnt correlate exactly with the loss of stimulation. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation of concomitant medical products: lead model 39565-30 lot# n187635002 explanted: (B)(6)2011 (partial); extension model 37081 lot# njb043981v explanted: (B)(6) 2011; extension model 37081 lot# njb054431v explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated that the patient had an additional symptom of no stimulation sensation. Impedance measurements performed were reported to be abnormal. In additional, x-rays that were taken showed what appeared to be "twisted wires." The neurostimulator, extensions, and part of the lead were explanted. The paddle portion of the lead remained in the patient. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient recovered without sequela and there was no injury to the patient.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37702, serial # (B)(4), determined no anomaly was found. Good, stable output was found on all electrodes referenced to one electrode. Analysis of lead model 39565-30, serial # (B)(4), determined segment #1 was circuit 0-7 proximal leg and segment #2 was circuits 8-15 proximal leg of the lead. The conductor was broken due to overstress damage. There were no shorts between circuits and continuity was acceptable. Analysis of extension model 3708140, serial # (B)(4), determined the conductor was broken due to overstress damage and all circuits were open in segment #1. There were no shorts between circuits. Analysis of extension model 3708140, serial # (B)(4), determined the conductor was broken due to overstress damage. All circuits were open in segment #1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.